Event description:
The customer stated, she remembered that on another occasion she had a device that caused her blood glucose to go up to 600 mg/dl. She remembered that there was a kink in the cannula, but not remember if there was any blood in it. The device was discarded and no details about the incident were available.

Manufacturer narrative:
The device was discarded and will not return for eval. We are unable to confirm the kinked cannula or to determine if it contributed to the reported hyperglycemia. No product lot number was reported, therefore, no qualification record review could be performed. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."